Manufacturer narrative:
The customer¿s report of leaking at the distal port was confirmed. Visual inspection showed damage that appeared to be a puncture hole on the surface of the smartsite¿s blue piston. No other damage was observed. Functional testing and pressure testing resulted in fluid leaking from the blue piston of the distal smartsite port. The leak was caused by a damaged smartsite piston. The cause of the damage is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking at the distal end of the port when infusing an unspecified infusion. No patient harm reported.